Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The customer reported the they gained access from the left common femoral artery to the lesion of the superior femoral artery (sfa) ipsilaterally. The cxi catheter would not pass through the lesion, and the user attempted to advance it several times. Then, the tip of the cxi became flared, and it was impossible to pass through the lesion. Therefore, another lot of the same device was used to complete the procedure. There were no injuries or additional procedures reported.